Manufacturer narrative:
Lombardi, jr., a.v.; mallory, t. H.; fada, r. A., hartman, j. F.; capps, s. G.; kefauver, c. A.; adams, j. B. (2001) an algorithm for the posterior cruciate ligament in total knee arthroplasty; clinical orthopaedics and related research, number 392, pp. 75¿87, © 2001 lippincott williams & wilkins, inc. The product was not available for return. Root cause could not be determined. Part and lot identification necessary for review of device history records and complaint history was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
Information was received based on review of a journal article titled, "an algorithm for the posterior cruciate ligament in total knee arthroplasty¿ which compared one-hundred seventy-one (171) maxim cr (cruciate-retaining) knees and one-hundred eighty (180) maxim ps (posterior-stabilized) knees. No statistically significant differences in outcome between the groups were observed. This parent complaint addresses the, one (1) revision due to peri-prosthetic femoral fracture was performed. There has been no further information provided and the patient outcome is unknown.